Manufacturer narrative:
(B)(4). The device was discarded by the customer and will not be returned for eval. The lot number of the device was not noted, therefore, the date of manufacture and expiration date are not available. A search was performed for all microcatheter lot numbers of the same model shipped to this hosp for a period of 3 months prior to the date of occurrence. The search indicated that one lot was shipped within that time frame. The mfg documentation was reviewed for the lot shipped to the customer and the devices met all quality and mfg release criteria. Review of the MFR's complaint database indicated that no other complaints have been reported for this lot, however, the lot number of the device associated with this event is unk. No info could be provided as to the pt's current condition.

Event description:
It was reported that the physician was performing a case in a bilateral iliac occlusion that took over one hour of work to cross utilizing a wire and catheter. The physician had achieved access through both iliacs into the aorta and confirmed that he was in the true lumen. He was not able to pass up with a .035 system; therefore, he decided to pull the 1.8f and 3.5f valet catheters to be used in the mother-daughter configuration. A .014 guidewire (another MFR) was in place from the iliac to aorta with about 100cm of wire length outside the pt. The physician loaded the 1.8f valet catheter into the 3.5f valet catheter and backloaded them onto the wire. Upon advancing the catheters over the wire, still outside the body, the 1.8f valet catheter became stuck to the wire and would not advance or withdraw. The physician stated he pulled hard, however, the catheter would not budge. After trying, unsuccessfully, for some time to dislodge the 1.8f valet catheter from the wire, the physician advanced the 3.5f valet catheter over the 1.8f valet catheter and up the wire. The physician could not gain access with the 3.5f valet catheter alone, therefore, he cut the guidewire to remove the 1.8f valet catheter and continue the case. Ultimately the physician lost guidewire access and terminated the case but he stated he did not know if the issue affected the outcome of the case. Another party informed the MFR's clinical rep that the pt was relegated to open repair. The physician described the 3.5f valet catheter as not having good pushability even with the acknowledgement that the catheter was traveling over a .014 guidewire. The physician reported that the 3.5f catheter was damaged upon removal from the pt. The catheter was "accordioned" at the end, the tip was deformed and the catheter had collapsed. The physician reported this was the first time he had to cut a guidewire to remove a catheter during a procedure.